Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, white particles inside the device and crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Patient called to report a left side deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient called to report a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report a left side deflation. The device remains implanted.